Event description:
The customer's mother reported that the customer was admitted to the hospital on (B)(6) 2014 with high (>500 mg/dl) blood glucose levels, and she was diagnosed with diabetic ketoacidosis (dka). No treatment details were provided. The pod was discarded at the hospital.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for diabetic ketoacidosis. Lot qualification records were reviewed and the product lot met all acceptance criteria.